Manufacturer narrative:
The intraocular lens pcb00 preloaded iol and system was returned to the manufacturing site for investigation. The pcb00 unit was visually inspected. Visual inspection revealed scarce amounts of viscoelastic solution on cartridge which indicates that the unit was handled and prepared for surgical use. The lead haptic was observed in the cartridge tip. The plunger and pushrod were advanced in the preloaded insertion system. No assembly error and/or defect was observed in the preloaded insertion system related to the manufacturing process. Based on the visual testing performed, the complaint of lead haptic not folded was verified. No product deficiency was identified. A review of the manufacturing records was performed. A search revealed that this was the only investigation requested for this production order. The manufacturing process record was evaluated. The product was manufactured and released according to specification. The evaluation of the manufacturing process record revealed that the product was manufactured and released according to specification. The operators conduct a cosmetic inspection and optical measurement at miq (measuring image quality). Operators inspect the pushrod-plunger assembly for defects and ensure that the optic body of the lens is flat against the lower body, alignment of the lens trailing haptic against the curved wall and trailing haptic tip should butt up against the stop feature in the lens storage area. The operators ensure the lens is seated behind bumps in lens storage area of the lower body. The manufacturing operators inspect the product 100% under microscope. If any defects are found, the units are rejected. The lens met specification prior to release. Labeling review: the directions for use (dfu) states to inspect the device and to not use the device if the cartridge tip is damaged, nicked, split or cracked open. Grip the insertion system and advance the plunger as instructed. The iol can be left in this folded position for a period of 30 seconds to 10 minutes. Fully advance the lens and ensure that the plunger is locked. Do not leave the lens in this fully advanced position for more than 1 minute. Discard the device if the lens has been fully advanced in the delivery system for more than 1 minute. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Lens was partially delivered into the eye and not fully implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the patient's eye, there was a problem with the leading haptic and it did not fold correctly. Only the haptic touched the patient's eye. There was no injury to the patient and the doctor was able to successfully use another pcb00.